Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device implant procedure, rv lead required multiple repositioning and good values were obtained. Shortly after repositioning of the lead r-wave amplitude variation and inadequate capture threshold issue was observed on the rv lead. Upon closing of the pocket, patient was hypotensive and required respiratory assistance. Physician suspected rv lead tamponade and cardiac perforation. Patient was stabilized however after fifteen minutes the patient again became hypotensive. Patient underwent additional surgery and was sent to the intensive care unit for observation. Patient was stable post operation the following day. Hemodynamic issue was observed and patient went to the operating room and was intubated. Patient expired in the evening time. It was suspected that the rv lead perforation contributed to the cause of the death however there is no allegation from a health professional that suggests the death was related to the ra lead or device. It was reported that the cause of death is unknown for the ra lead and device. No further information is available at this time.